Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) concluded that the ins was functionally okay with insignificant anomalies. Visual inspection of the ins did not reveal any significant anomalies. Initial examination confirmed that a high cycling rate of 10 seconds on and 3 seconds off was programmed. The ins passed a series of defined and qualified automated functional tests. Good, stable output was measured on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a healthcare professional via a manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that there was premature battery depletion. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics were performed. No symptoms were reported. The ins was replaced, and the issue was resolved. The patient was alive with no injury. The issue occurred during normal use. The patient's settings were provided. The patient had one group that was used 99% of the time, and contained two programs. Program 1 was set to an amplitude of 0.6 volts, a pulse width of 330 microseconds, and a rate of 60 hertz with anodes on electrodes 5 and 6, and a cathode on electrode 7. Program 3 was set to an amplitude 0.7 volts, a pulse width of 390 microseconds, and a rate of 60 hertz with an anode on electrode 6 and a cathode on electrode 7. An x-ray of the ins was also provided.